Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016 the patient, due to pain and loosening of the implant, was subjected to a revision surgery. During the revision surgery the original patella was found stable and not removed, while the tibial and femoral components were removed and substituted with new ones of a competitive company.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update rec'd 11-jan-2017: medical records received. After review of the medical records for MDR reportability, the revision note confirmed the tibial and femoral components were revised. The revision operative note never confirmed the loosening-interface is unknown. The patella was noted to be stable. It should be noted that competitor cement was used during the primary operation. While inserting the new tibial tray (competitor product), the surgeon performed extensive lysis of the external wing. It appears the surgeon removed bone/tissue to place the new tray, and wasn't indicating the patient had any osteolysis. At this time, there is no new information that would change the existing MDR decision.